Manufacturer narrative:
A complete lead was returned in one piece measuring 57.5 cm. Analysis was completed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported the patient received two inappropriate shocks due to incorrectly diagnosing rhythm. The patient presented in clinic where an x-ray was completed to reveal the right ventricular lead was dislodged and oversensing atrial signal. The lead was explanted and replaced successfully. The patient was stable.